Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause was not able to be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that the o-ring broke off the handpiece during a procedure. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.